Event description:
The physician reported that a patient underwent an interventional transcatheter aortic valve replacement (tavr) procedure in which the vascade 6/7f device was chosen for closure and inserted into a 6f sheath. The physician stated a femoral angiogram was performed with no issues. Sixteen hours post procedure the patient experienced abdominal pain, and a blood pressure drop. An emergent CT scan was performed and a revealed large retro- peritoneal bleed. The patient was placed under observation and administered blood product. The physician reported that a patient underwent an interventional transcatheter aortic valve replacement (tavr) procedure using the vascade 6/7f device for closure, which was inserted into a 6f sheath. A femoral angiogram was performed without any issues. However, sixteen hours post procedure, the patient experienced abdominal pain and a drop in blood pressure. An emergent CT scan revealed a large retroperitoneal bleed. As a result, the patient was placed under observation and administered blood products.

Manufacturer narrative:
The reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, but images were not provided to cardiva medical, inc. Complications such as retroperitoneal bleeding, pseudoaneurysm, and hematoma are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device.